Event description:
It was reported that customer experienced insulin fill estimate on pump that appeared much lower than expected. There was no adverse impact to the customer¿s blood glucose level. Customer responded to alarms by changing infusion set and cartridge, continued to use room temperature novolog with proper cartridge preparation, was instructed not to overfill cartridge, and chose to continue using current pump and supplies while awaiting replacement pump with updated software; technical support attempted multiple follow-ups, transferred customer to clinical support, arranged shipment of replacement pump and cartridges.